Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flows: device interaction/functional, damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the device is in a very used condition, the first three complete thread flanks of the screwdriver shaft thread are totally flattened. All slots at the shaft have deformations from by intense use compressed material. There are scratches and nicks all over the device, especially the top surface is totally worn out. The anodized layer is worn away at all damages which indicates that they were caused post-manufacturing. Functional inspection: the device is in the received condition not functional anymore as due to the flattened thread flanks a proper connection with a screwdriver shaft is not possible. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.505.004, lot: 8125270, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: march 08, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional event information updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information updated concomitant devices reported: screwdriver shaft (part# 03.505.003, lot#unknown, quantity 1), unknown handle (part#unknown, lot#unknown, quantity 1) this complaint involves two (2) devices.

Event description:
Updated concomitant devices reported: screwdriver shaft (part# 03.505.003, lot#unknown, quantity 1) this complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: dzi and dzj. Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteoplasty surgery for lower jaw deformity with the screwdriver shaft. During the surgery, the surgeon couldn¿t attach the screwdriver shaft to the handle. The surgeon used another screwdriver shaft and the surgery was completed successfully with less than thirty (30) minutes delay. Concomitant devices reported: handles (part number unknown, lot unknown, quantity 1). This report involves one (1) handle for 90° screwdriver. This is report 2 of 2 for (B)(4).